Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient reported that the transmitter was not working. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.